Event description:
During dialysis treatment, a bloodleak occurred on the venous bloodline after connection to the needle even though it was secure. (Junetion of soft tubing and hard plastic connector) estimated blood loss was 300-400 cc.